Event description:
In early 2009, the patient reported he has been experiencing elevated blood glucose readings "a couple of hours" after eating since two days prior. He stated he only has the elevated readings 1.5-2 hours afer he eats and boluses insulin for the meal. He has had readings ranging from 96 mg/dl to 313 mg/dl. He stated that since he began insulin pump therapy he has lowered his basal rates per his doctor's advice. Patient was advised to contact his doctor for advise, and he switched to his backup infusion device for troubleshooting purposes. A courtesy guide to infusion site management was sent to the patient. On follow up with the patient two days after the original date, he said when he changed his infusion headset, he discovered the cannula was bent. He said he went on insulin injections today because he is sick with the flu but plans to go back to his infusion device tomorrow and use a new infusion headset. On further follow up four days later, he stated he has had no further elevated readings since he changed his infusion set. Product was replaced and requested to be returned for evaluation.